Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged multiple times. Upon the first dislodgement event the patient went asystolic while being moved from the or table to the gurney. Intervention took place immediately and the leads were repositioned. Another dislodgement event took place overnight and the following day the leads were explanted and replaced with longer length leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant product: model: 5086mri, implantable pacing lead, implant: (B)(6) 2013. (B)(4).